Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that shortly after implant, the device stopped capturing. Reprogramming was attempted, but was unsuccessful. The device was explanted and replaced. Four hours later, once again there was no capture. The lead polarity was changed and the outputs were increased, and the lead began capturing. A perforation was suspected, and the lead will be repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.